Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that she fell twice yesterday and she used her ins a couple of times yesterday but this morning when she was using it to turn the stimulation down, she saw the doctor symbol. The patient reported that there was no code and it was just the doctor with a phone and a triangle with an exclamation point. The patient tried to recreate the screen with the patient programmer (pp) during the call however after syncing the pp to the ins, the patient confirmed seeing the normal screen and no error message. The patient reported that the pp had been acting up and that she had an appointment with her healthcare provider (hcp) because of weird stuff. The patient reported that it comes on by itself especially when she bends over. The patient reported that its been doing that where she¿ll bend over and it just comes on. The patient reported that if she didn¿t have her programmer with her and the stimulation was on a high setting, she can¿t turn it off when she didn¿t need it at that high setting because she¿s not hurting, so it makes her shake and so it¿s really annoying when she can¿t turn it off. No further complications were reported.